Event description:
It was reported that during a routine follow-up the patients implantable cardioverter defibrillator (ICD) displayed a lead warning for the svc coil. The ICD is currently connected to a competitor single coil right ventricular (rv) lead, with no svc coil being utilized or implanted. Follow-up with the electrophysiologist revealed there was no concern regarding the ICD performance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).